Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: he was hospitalized for high blood glucose (bg) on (B)(6) 2013. His health care provider (hcp) instructed him to contact animas to rule out any pump malfunction. He had high bg for several days and he did not check ketones. He had frequent urination with burning, possible uti symptoms. He was checking bg, bolusing with pump but bg was staying between 300-500 mg/dl, and on (B)(6) 2013 it was 525mg/dl, so his wife took him to the ER. He was treated with IV insulin and fluids, transferred to regular room and has received injections since then. This hospital does not allow use of insulin pumps. His bg last night was 125 mg/dl. Customer technical support (cts) reviewed with patient and found he reuses tubing and cartridges, and only changes the sets every 5. Review of history indicates patient does not bolus regularly to control bgs, he admits to only bolusing when he wants to check his bg and when he is going to eat, patient states due to depression he has poor appetite. Patient also has not changed site to troubleshoot the high bg: the last site change was 2 days prior to admission. Patient cannot remember when he gave injections prior to admission on sunday. Tdd and bolus history add up correctly for amounts that pump is delivering for basal and bolus totals. Cts advised patient that there is no indication of pump malfunction and advised that pump history and settings are accurate. Cts also instructed patient on the following: he must stop reusing tubing and cartridges, rotate areas for ifs selection, and he needs to monitor bg closely as well as bolus correctly according to high bg. Cts found the pump appears to be programmed accurately and delivering as programmed and that this patient must work more closely with hcp and diabetes educator to make adjustments and manage bg levels. Patient will resume pump therapy when discharged. This complaint is being reported because a patient on pump therapy experienced hyperglycemia related to use error of reusing supplies and using them beyond the recommended timeframe.